Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was generating ''retic ls offfset high'' (retic laser offset high) errors and overange results. Bec customer technical support advised the customer to check the retic clearing solution pump (pm 6). Customer reported that one of the tubing at pm6 was loose. Customer reported that reconnecting the tubing resolved the issue. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.